Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
On (B)(6) 2010, during a lower abdominal procedure using stents, a luxtec mlx light source had a karl storz "bifurcated/double-lumen" headlight cable ((B)(4)) plugged into it. The cable sheathing was taped to the pt's leg approx 8-10 inches from end of the cable. The cable was used for illumination (i.e. Flashlight) during the stent procedure. The storz cable contains a wire wrap inside the sheathing to prevent fiber breaks. During surgery, an electric cautery was used to cauterize the area. The customer (complainant) believes that electrical current from the cautery found a path to the metallic wire wrap inside the light cable causing the burn. The pt was treated for a 3rd degree burn where the cable was taped to the pt. The treatment did not involve a surgical procedure. No excessive heating of the cable was noted by the customer. The metal end tip of the cable was not near the location of the burn. The customer was not sure of the setting on the light source or the length of time for the procedure.